Event description:
This lead was attempted, but not implanted, on (B)(6) 2011 due to the lead would not fixate in branch. The physician was dr. (B)(6) at (B)(6) in (B)(6), wi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).